Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer loaded a new cartridge to resolve the issue. Subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) displayed "high" on the cgm graph. A bg value was not provided. Customer administered a manual injection to address elevated bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.